Event description:
It was reported that the patient experienced probable grade 3 anaphylactic shock due to cement, symptoms included widespread hives, hypotension and desaturation. Medical intervention was required and the patient was transferred to the intensive care unit for monitoring. The patient was discharged from hospital the following day and returned home without complications. On day 1, the patient was able to get out of bed. Postural rehabilitation began. The patient is walking and can sit up easily.

Manufacturer narrative:
H6: the quality investigation is complete.